Event description:
In the process of contacting the pt's neurologist to inform him that the pt's device may be nearing end of service, it was discovered that the pt's device had been programmed to off due to shortness of breath. The pt was scheduled for generator replacement surgery, but the surgery was cancelled because device normal mode output current was programmed to off approximately one month prior to date of surgery due to shortness of breath. Treating neurologist plans to "see how pt does" with the device programmed to off and to re-evaluate the pt at a later date. Investigation to date has been unable to determine the cause of the reported event.